Event description:
Healthcare professional reported right side "capsule." It was later reported "presence of folds" and "delaminated shell valve" (determined to be rupture as the device is silicone). The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date november 2024. Clarification to d4 device information: "inamed cohesive gel 310cc". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.